Manufacturer narrative:
Investigation included technical support review and user-directed inspection of the infusion set, tubing, and site. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was non-serious with cause unresolved and that a site change was an appropriate corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user received persistent high glucose alerts while using the ilet system and, despite inspecting the infusion set, tubing, and insertion site for kinks or leaks, continued to experience elevated readings with a high of 400 mg/dl; the user lacked a fingerstick meter to confirm and was advised to perform an infusion site change, which he stated he would complete. Symptoms included fatigue and thirst consistent with hyperglycemia. Outcomes included user education and troubleshooting support, as well as shipment of alternate longer tubing to address user preference.